Event description:
The mbt t-handle is not properly locking to the 20mm mbt revision reamer.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned mbt revision t-handle and mbt revision reamer 20mm could not confirm the report of the mbt t-handle not properly locking to the 20mm mbt revision reamer, however a surgical environment could not be replicated. Both the t-handle and the reamer show signs of product wear through intended use. With the information provided a root cause can not be identified. Based on the investigation the need for corrective action is not required.